Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not received for analysis. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified coronary artery. A 3.50mm x12mm nc emerge® balloon catheter was selected for use and crossing difficulties were encountered. Eventually, the device was able to crossed the lesion, however, during inflation, the balloon ruptured. The device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.